Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction to information submitted in the initial report. Correction: b5, d2a, d10, e1 (facility zip code), g4. The device was returned to olympus for inspection and the customer reported failure was not confirmed. Additionally, it was found that there were cut/holes on light guide cable. A definitive root cause of the customer reported allegation could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited e218 communication error and the screen went black.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed an error (communication failure). The issue occurred during a therapeutic laparoscopy procedure. The procedure was completed using a similar device. There were no reports of patient harm.